Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a sensor failure. There was unknown patient involvement.

Manufacturer narrative:
D9: date returned to manufacturer; 1/23/2025. One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer's reported event was not verified, all sensor's operated as intended. The devices interconnect board was replaced due to constant firmware mismatch issues.